Event description:
A report was received that the patient's ipg had fallen out of the pocket where it was originally implanted and was experiencing pain. It was also reported that the patient was having difficulty charging the ipg due to its position. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein nothing was implanted or explanted. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient's ipg had fallen out of the pocket where it was originally implanted and was experiencing pain. It was also reported that the patient was having difficulty charging the ipg due to its position. The patient will undergo a pocket revision procedure.